Event description:
Journal reference: vidailhet et al. "Bilateral, pallidal, deep-brain stimulation in primary generalized dystonia: a prospective 3 year follow-up study" lancet neurology/2007/6/3/223-229. The article describes the results of a prospective 3 year follow-up study involving patients being treated with bilateral pallidal deep brain stimulation (dbs) for symptoms related to primary generalized dystonia. The objective of the study was to asses the long term effect of pallidal stimulation. A number of complications were included in the results. A male patient had no improvement despite correct placement of the electrodes and requested the stimulator be turned off 1 year postoperatively.